Event description:
The insulin pump was returned without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the self, basic occlusion, and displacement test. However, the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. Further testing could not be performed due to the prime anomaly.